Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) ¿shaft kinked¿. A visual examination of the complaint device revealed no damage on the catheter hub and tip. It was noted that the catheter's shaft had a minor kinked/bent located proximal from the tip. The balloon identified no tears or holes in the balloon material and the balloon did not appear to have been inflated. Functional analysis was performed; the wire was inserted through the tip and wire lumen with no resistance noted. The complaint was not confirmed, evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire would not advance through the lumen. The procedure was completed with another uromax balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the shaft kinked; therefore, this is now an MDR reportable event.